Event description:
It was reported that the pump¿s top button was unresponsive and the user initially believed the pump was not delivering insulin during the fill tubing step; upon review, the agent clarified the correct fill procedure and the user observed insulin drops and completed infusion set insertion and fill cannula with guidance, consistent with a report of an unresponsive key/button associated with a switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found despite the reported unresponsive button, aligning with a key/button not working concern related to the switch component. It was concluded, based on previously established findings for similar reports, that no problem was detected.

Manufacturer narrative:
Initial.